Event description:
It was reported the patient presented for follow-up in clinic after a magnetic resonance imaging (MRI). Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in back up mode with no back-up defibrillation option (bdfo) available due to off-label use with the MRI. The ICD was successfully restored. The patient was in stable condition.